Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intermittent loss of capture was observed on the atrial lead as well as intermittent undersensing. Crosstalk was also noted. The patient was asymptomatic. No intervention was reported.